Manufacturer narrative:
A photograph was returned showing the label side of a new 011-ch-62 product assembly. There was nothing observed from the photo that could be used to determine if there was leakage or not. Received thirty-six new. List #011-ch-62, chemoclave¿ vial spike, 13mm; lot #5692209. Each of the new 011-ch-62, chemoclave¿ vial spikes were pressure leak tested and no leakage was observed at any location along the assembly. The complaint was unable to be replicated or confirmed. The device history review (DHR) for lot 5692209 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. D9 - date returned to mfg: 10/2/2023

Event description:
The event occurred on an unspecified date and involved a chemoclave¿ vial spike, 13mm where it was reported that there was a leaking issue on the product and requesting for lab test. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.